Event description:
It was reported, the patient experienced a loss of therapeutic effect 3-4 weeks ago. There was no known accident or incident related to the report. Additional information received reported that the primary care physician was going to check the implantable neurostimulator. Additional information received reported, the patient experienced a loss of therapeutic effect, resulting in the symptoms of nausea and vomiting. The stimulation was effective for the first three years, but her symptoms returned in 2010. The patient had had 3 different reprogramming sessions, however, they had not helped her symptoms. The patient was diagnosed with diabetes for the last 20 years and felt it had began to effect her bladder and bowels. The patient had had urinary retention for the last year and seemed to be getting worse. The patient was hospitalized in the middle of (B)(6) 2012 for bowel impactions, as well as elevated heart enzymes. She was scheduled for an echocardiogram for her elevated heart enzymes on (B)(6) 2012. She had five impactions over the prior eight weeks and could not have a bowel movement without the assistance of suppositories and enemas. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead product ID 435135 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).

Event description:
Additional information received reported that the patient was to have her implantable neurostimulator (ins) explanted in a month or so to have gastric bypass surgery. It was noted that the ins device did help the patient's vomiting but they still had nausea and did not help with stomach emptying. The patient was also going to have an emg because they had nerve damage. If additional information is received, a follow up report will be sent.